Event description:
Since 1/25/95, facility has had 9-10 pts experience allergic reactions such as hemolysis, pain at needle site, nausea, vomiting, lymph node swelling. Suspect reaction to disinfectant.